Event description:
Affilate reports that the icp sensor did not detect the pressure measurement; therefore, the doctor removed the sensor from the patient.

Manufacturer narrative:
Codman has received the device for evaluation. Upon completion of the investigation, a follow up report will be filed.